Event description:
Philips received a complaint by the customer on the v60 indicating that when the device is plugged in, battery is not charging. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that device is not seeing ac power when connected, operating on battery power only. With ac power connected and vent not powered on, there are no led's illuminated on the front of the vent. Per the pneumatics screen, with ac power connected 24 vdc is reading 0.1. The customer does not have a voltmeter available for further troubleshooting. The rse provided the manual reference for checking power to and from the power supply. Provided parts ID for the power supply as needed. After further troubleshooting, the customer reports that they found the power supply was bad. They replaced the power supply and resolved the issue. Discussed required testing per table 9-2 of the rev t service manual. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time